Manufacturer narrative:
Evaluation has not been completed. Supplemental report will be provided upon completion of the evaluation.

Event description:
Report received from (B)(6) states: the cutter failed during the procedure. The surgery was delayed for approximately twenty minutes. The cut rate was reduced for a few seconds then seemed to work for sixty seconds this continued for the rest of the procedure. There was no patient injury although the cutter did cause traction on the retina.